Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse. It was reported that following insertion the patient experienced urinary incontinence, painful urination, random pelvic pain recurrence of vaginal prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional information.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding and uterine perforation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.